Event description:
It was reported that a patient underwent a right atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation occurred. It was initially reported by the customer that the dilator of the vizigo sheath would not advance. The dilator bent and would not advance. They exchanged the vizigo sheath and the issue was resolved, and the case continued. There was no patient consequence. The customer¿s reported issues of resistance with the sheath and the dilator bent are not considered to be MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 21-feb-2023, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub component and some bents on the dilator and shaft were observed. These findings were reviewed and determined the issue of hemostatic valve separation (dislodgement) is an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component, some bents on the dilator and shaft were observed. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodged could be related to the resistance with the sheath, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the issue of hemostatic valve separation. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to bent in the shaft. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the issue of bent dilator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).